Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
It was reported that the touch screen is grayed out in some areas and has a white box showing on the screen. Touch screen has become unresponsive. No impact to customers' blood glucose level.